Event description:
It was reported that the patient presented for an unrelated procedure. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was stable and would continue to be monitored.